Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked screen, and a replacement was approved after verification of serial number and return instructions were provided. Symptoms included no patient injury and no alerts or alarms. Outcomes included uninterrupted diabetes management using the patient¿s dexcom system while awaiting the replacement. Investigation included customer service troubleshooting and education, verification of device information, and coordination for device return. Investigation of this case revealed a hardware screen damage issue consistent with physical damage to the display assembly, with no evidence of device functional failure beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.